Event description:
Additional information revealed the patient underwent surgical intervention on (B)(6) 2019 where the ipg was explanted and replaced.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. The patient's programmer also reflected a communication error. As such, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post-operatively and the issue is resolved.